Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. Review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The product is to be returned for eval, but has not been returned yet. Add'l info will be submitted within 30 days from receipt.

Event description:
The info received indicated that the scrub nurse prepped product as per instructions for use (IFU). The physician advanced the product into the guiding catheter and positioned it in left anterior descending (lad) artery over the lesion. The physician instructed the nurse to inflate the balloon and deploy the stent. The balloon would not inflate as the indeflator went up. That is when the physician and the scrub nurse noticed that there was a crack on the hub of the cypher stent delivery system. The device was prepped per the instructions for use. There was no anomaly noticed during prepping. The inflation device used was from boston scientific. The contrast: saline ratio was 50:50. The procedure was completed with a promus stent.